Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out-of-range shock impedance measurements. Which was believed to be caused by calcification. Troubleshooting options were discussed and recommended. The plan will continue to be monitored. The rv lead remains in service and no adverse patient effects were reported.